Event description:
Post operative complications were reported in a retrospective study of 81 patients who underwent cervical arthroplasty since (B)(6) 2003 for cervical artificial disc replacement (c4-c5 [n=12], c5-c6 [n=54] c6-c7 [n=15]). Fifty-two patients underwent artificial disc replacement (adr) only; twenty-nine patients underwent adr with concurrent cervical fusion surgery. During peri-operative period, most of the patients were treated with nonsteroidal anti-inflammatory drugs for 2 to 4 weeks routinely after the operation. The average period of follow up was 24.3 months (12 to 55 months). Cervical lateral radiographs and computed tomography were used to assess patient outcome. It was reported that heterotopic ossification (ho) was found in 17 patients (mcafee grade 1 ho = 4, grade 2 ho = 9, grade 3 ho = 2, grade 4 ho = 2). The ossification was found mainly at the region anterior or posterior to the operated level.

Manufacturer narrative:
Literature article: seong yi et al. Difference in occurrence of heterotopic ossification according to prosthesis type in the cervical artificial disc replacement. Spine volume 35, number 16, pp 1556-1561. The mean age of the study patients was 43.4 years; ages ranged from 26 to 66. There were 48 male patients and 56 female patients. (B)(4). Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.